Event description:
It was reported that the patient experienced an infection of the spinal cord stimulator (scs) at the implantable pulse generator (ipg) site. The patient underwent a procedure in which the ipg was explanted and replaced with a new device. The ipg will not be returned for analysis as it was deemed contaminated and disposed of by the facility.

Event description:
It was reported that the patient experienced an infection of the spinal cord stimulator (scs) at the implantable pulse generator (ipg) site causing discomfort. It is unknown if the infection is device or procedure related, however it was reported that the patient lost a significant amount of weight, the skin over the ipg was thin and damaged and the device was moving in the pocket. The patient underwent a procedure in which the ipg was explanted and replaced with a new device. The ipg will not be returned for analysis as it was deemed contaminated and disposed of by the facility.